Manufacturer narrative:
Additional narrative: event date: unknown. Patient¿s medical record number is (B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a removal of an 8 hole variable angle locking compression plate (medial, distal tibia), (4) 3.5 mm screws, (1) 4.0 mm cancellous screw, and (1) 2.7 mm variable angle locking screw. When the original surgery was performed on (B)(6) 2014, the patient had a contaminated open wound. Since then the bone healed but the distal tibia has an infection and the hardware was removed to treat the infection. Reportedly, there were no issues with the hardware. The 2.7 mm locking screw head was broken off, however, during removal; the screw head was removed but the shaft was left in the patient. This is report 1 of 2 (B)(4).

Manufacturer narrative:
This report addresses the infection event requiring revision surgery for the reported plate and the associated screws as described with the exception of the locking screw which broke during removal. The locking screw is addressed in a separate report under this complaint. A device history record review was performed for the subject plate lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.